Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night cycle #4) alarm at the end of the previous therapy. The patient was not connected. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient had a drain volume of 4127ml in cycle four of the previous therapy which triggered the alarm. The largest prescribed fill volume is 2000ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.